Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Distal stent struts we stretched in a distal direction. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 2mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed mid shaft stretching for length of 26mm on proximal side of wire exchange port and inner and outer shaft polymer extrusion stretching for length of 9mm on distal side of wire exchange port. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. After a guide wire crossed the lesion, pre-dilatation was performed with a 2.5mm balloon catheter. A 3.50 x 16 synergy stent was advanced but failed to cross. The physician attempted to deliver the device with the aid of 2 guide wires but it was still unable to cross. A non-bsc guide catheter was engaged but the device still failed to cross the lesion. It was noted that there was a risk for stent dislodgment, if delivery was again attempted. Thus, plain old balloon angioplasty was performed and the procedure was completed with a different device. However, returned device analysis revealed distal stent damage.